Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. The images from the facility shows the damage to the iab membrane. The provided pictures confirm the reported problem. We are unable to determine when they may have occurred. Reference complaint #(B)(4).

Event description:
Prior to insertion, the physician checked the intra-aortic balloon (iab) and noticed a possible defect on the iab membrane. The iab was not used and a new one was inserted to initiate therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned

Event description:
N/a.

Manufacturer narrative:
Images from facility attached below file attachment(s). The product was returned with the membrane completely unfolded and no evidence of blood on the exterior of the catheter. Photographs were provided and reviewed. No damage was observed on the membrane. Two kinks were observed on the catheter tubing near the y-fitting approximately 72.4cm and 75.9cm from the iab tip. The catheter tubing was also observed to be crushed approximately 66.5cm from the iab tip. An underwater leak test of the catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. No alarm sounded from the pump. The evaluation cannot confirm the reported damaged membrane. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).